Event description:
It was reported that the patient with an artificial urinary sphincter (aus) started experiencing incontinence last year, which has progressively worsened over the past several months. The physician performed some troubleshooting in the office without successful results; therefore, he decided to remove and replace all the components. No additional patient complications were reported.